Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.